Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device check, increase in capture threshold was observed. Patient reported to had fallen at home. The lead impedance, sensing and position remain unchanged. The physician decided to cap and replace the lead during generator change-out on (B)(6) 2016. The procedure was completed without complications.